Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 90% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was found deceased in bed. The patient's family raised the possibility of an issue with the implantable pulse generator (ipg). Attempts to obtain additional information have been unsuccessful.